Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, there was an incomplete staple line. Removed an additional portion of the bowel to complete the case. There was no consequence to the pt.